Manufacturer narrative:
The insulin pump was received with a high idle current due to an open trace on the lcd driver. No unexpected off no power, low battery, failed battery test or battery out limit alarms noted during testing. The insulin pump had a minor scratched lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was experiencing premature battery depletion. The customer's blood glucose was 5.2 mmol/l. Advised that a replacement insulin pump would be sent. Nothing further reported.